Event description:
Approximately four months post hvad implantation, this patient was hospitalized for suspected ischemic cerebrovascular accident. The patient presented to the emergency department with headache, facial droop and slurred speech. The patient denied a fall. Though CT head scan results were suspicious for recent ischemic insult; the patient remained on anticoagulation therapy, was monitored, and subsequently discharged. Neurological status at time of discharge is unknown. Of note, earlier that week during a scheduled clinic visit, the patient was noted to have elevated map's. Her bp meds were adjusted as a result. The therapeutic team did not report a causal relationship of the device to the reported event. The device will not be returned to heartware for evaluation as it remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that a patient was presented to the ed with headache, facial droop, and slurred speech. A head CT scan was performed to reveal ischemic insult. The patient was continued on current anticoagulation therapy and discharged home where it was reported that the patient was doing well. The device will not be returned to manufacturer for evaluation as it remains implanted. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.